Manufacturer narrative:
The customer was transferred to parts support. No further information was provided despite multiple efforts to obtain more data. No device or parts were returned for evaluation. If additional information is received at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
It was reported to philips that the device had a proximal autozero failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.